Event description:
Philips received a complaint on the philips efficia dfm100 defibrillator monitor indicating that the device has a problem with the therapy port. There was no report of patient or user impact. Available details indicate that the device has a problem with the therapy port. Details provided in an update from the source case indicate that the customer was provided a quote for repair but decided to dispose of their device rather than accepting the quote, so the repair was not performed. Based on the information available, the cause of the reported problem was a potential component failure. The root cause of the reported problem could not be confirmed because no repairs were performed. The customer decided to dispose of their device, so no repairs were performed. It has been concluded that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.